Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that as normal saline was running tko, after 20 minutes, the nurse noticed a backflow of blood through the IV tubing of approximately 2 feet, blood had also leaked onto the chair and floor. The tubing was found to have a hole in it. There is no report of patient harm.